Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot. The MFR's internal reference number is: id073953. This report was mailed to the FDA on: 12/06/2007. Add'l info was requested on 11/06/2007, 11/08/2007 and 11/27/2007 by phone, mail and fax.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient's vision decreased from 20/20 to 20/50. The surgeon noted a scuff area in the center of the optic and a small amount of posterior capsular opacification. Add'l info, including patient status, has been requested.